Manufacturer narrative:
The device will not be returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Per the instructions for use: "the pipeline embolization device (ped) is for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the during treatment of an aneurysm located in the middle cerebral artery (mca), the middle section of the pipeline was twisting around a turn. It was reported that the pipeline was positioned on bend and more than 50 % was deployed when it failed to open. The physician resheathed and removed the pipeline and microcatheter from the patient. A new device was deployed successfully. No patient injury was reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.